Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range rv impedances of greater than 2,000 ohms. Additional information was provided that all other lead measurements were noted to be normal and the patient will continue to be monitored. No adverse patient effects were reported. Additional information was provided that high rv impedances were again noted and the patient will continue to be monitored.